Manufacturer narrative:
(B)(4). Two pictures were received for analysis. Upon visual inspection of the pictures, it was noted a needle-suture combination with the needle appear broken of product code sxpp1a405, lot pj5140. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/18/2020. Additional information was requested and the following was obtained: was the needle piece(s) retrieved during the same procedure? During the same procedure. Does a piece of the needle remain in the patient¿s tissue? No. What tissue structure is it located? Size of the needle piece retained? No needle piece retained. Are any plans in place to remove the needle piece in future? No. If retained, what is the surgeon's opinion of consequences to the patient? Not retained. Was there any additional tissue damage as a result of searching for the needle piece?there is no additional tissue damage. What is current condition of the patient? The patient has been discharged from hospital and is now recovering well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. How was the needle retrieved from the patient? The surgeon looked through the endoscope carefully and found it, and took it out with the instrument. Patient¿s current status? Stable. Please provide procedure date please refer to complaint information. Status pf product return/follow up. No product can be returned. A manufacturing record evaluation was performed for the finished device lot pj5140, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an endoscopic myomectomy procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture got bent at the first stitch when sewing the wound surface of uterine fibroid and broke. The needle fell inside of patient, and the surgery was delayed for about 30 minutes to look for and retrieve the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. The patient is currently in stable condition. Additional information was requested.